Event description:
It was reported that the vns pt was experiencing an increase in seizures. The relationship to her pre-vns baseline frequency is unk. The pt feels that her vns is stimulating erratically at times but doesn't feel stimulation at all other times. Diagnostics were taken on the other day of the report that showed normal device function. No interventions are planned at this time.